Event description:
After an implantation period of approx. 36 months, oversensing was reported. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the particular devices as well as on the returned device data. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms revealed noise in the right ventricular as well as in the far-field channel of episode 53 and 54. Besides that, the device data showed no anomalies. Based on the available data the root cause of the noise could not be determined. However, the integrity of the lead under complaint cannot be assured. Should additional relevant information become available this investigation will be updated.